Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 273 mg/dl. The customer delivered a correction bolus to address bg levels. Reportedly, the customer stated the suspected cause of the elevated bg level was due to the customer starting her mensuration soon. Recommendation was made to consult with health care provider regarding diabetes management.